Manufacturer narrative:
(B)(4). Batch # n91988. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown cardiovascular procedure, the tissue pad was detached. The fallen fragment was retrieved with a forceps. No pieces were left inside the patient. No bleeding occurred. The fallen fragment was discarded in the hospital. Another device was used to complete the case. There were no adverse consequences to the patient.